Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the 4k autoclavable camera head image did not appear, there was no image. The issue was found during preparation for procedure. There were no reports of patient harm.

Event description:
It was reported, the 4k autoclavable camera head image did not appear, there was no image. The issue was found during preparation for procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the image did not appear due to a bad cable unit. A device history review (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.